Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative instructed the care giver (cg) to review the alarm log where the se 2240 was found. The tsr explained the alarm to cg. The cg had already disconnected the hp and was preparing to do manual exchange. There was nothing unusual found during the limited troubleshooting that the cg agreed to, which could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.